Event description:
Pt came in for device interrogation at 3 mos post implanted cardiac defibrillator implant. The interrogation showed 1 shock, 7 non-sustained v-tach episodes and 16 diverted therapies. Md examined interrogation. Chest x-ray confirmed adequate lead placement. Md believed rv lead was malsensing. Pt had lead revision where the ra and rv leads were extracted and replaced. Pt had been in no distress and only reported feeling the one shock.